Event description:
Additional information was received that the transthoracic echocardiogram (tte) that showed severe aortic regurgitation also identified a mean gradient of 11 millimeters of mercury (mmhg) with a left ventricle ejection fraction (lvef) of 65%. Minimal posterior per iprosthetic aortic regurgitation was identified. Slight asymmetry of the valve was noted to be due to a constrained valve associated with posterior annular calcification. Minimal posterior periprosthetic aortic regurgitation, minimal tricuspid regurgitation, moderate central mitral regurgitation, and minimal tricuspid regurgitation were identified on the tte. The aortic valve implantation height appeared satisfactory, with no conflict with the large mitral valve in diastole. Cardiac computed tomography (CT) showed hypoatte nuated leaflet thickening (halt) of the right leaflet. A halt grade of ¾ (50-75%) was diagnosed. No thrombus and no reduced leaflet motion (rlm) were identified. Cardiac magnetic resonance imaging (MRI) confirmed that there was a considerable amount of regurgitation, with a regurgitation fraction of 45%. The left ventricle was only slightly dilated, with systolic function preserved. Subsequently, a non-medtronic transcatheter bioprosthetic valve was implanted valve-in-valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5, b6, b7, h6 correction: b3 - date of event: previously reported date of (B)(6) 2023 is not valid. A surgical aortic valve replacement (tavr) procedure was scheduled but the procedure was not performed. D6b - explanted date: valve revision date previously reported was invalid. The valve was not explanted and remains implanted. A valv e-in-valve with a non-medtronic transcatheter aortic valve replacement (tavr) occurred. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5. Third paragraph added. D6b. Valve revision date received. H6. Patient code added. Additional codes. Annex f codes were added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately five years, seven months following the implant of this transcatheter bioprosthetic valve, during a routine follow appointment a transthoracic echocardiogram was performed and showed severe aortic regurgitation. The patient was admitted for further assessment. No treatment was reported. No additional adverse patient effects were reported. Additional information was received which indicated with hospitalization severe central aortic regurgitation was identified. A surgical valve intervention was planned to occur the following month. Additional information was received that the patient had recently experienced an episode of "unusual breathlessness" while swimming. The patient's cardiologist referred the patient to hospital; the patient was admitted and stayed in hospital for four days. No additional treatment was provided related to the regurgitation. It was noted the patient was administered several medications including an unrelated medication was added for "gastric problems". It is unknown whether there was a change in the patient's medication regimen. The patient's surgical valve replacement was scheduled for approximately one and a half months following identification of severe aortic regurgitation.

Event description:
Medtronic received information that approximately five years, seven months following the implant of this transcatheter bioprosthetic valve, during a routine follow appointment a transthoracic echocardiogram (tte) was performed and showed severe aortic regurgitation. The patient was admitted for further asssessment. No treatment was reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Product analysis: the device remains implanted and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated with hospitalization severe central aortic regurgitation was identified. A surgical valve intervention was planned to occur the following month.